Manufacturer narrative:
An event of embolization and bifurcation of the iliac arteries was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that positioning and imaging limitations contributed to the embolization and a larger, 12mm, occluder was subsequently implanted.

Event description:
On (B)(6) 2019, a 10mm amplatzer muscular vsd occluder was selected to close a post-infarct vsd. Following deployment, a tug test was performed and was observed to be in a favorable position. However, due to positioning and imaging limitations, the device embolized out the lvot to the aorta and to the bifurcation of the iliac arteries. The device retrieved with a snare and a 12mm amplatzer muscular vsd occluder (lot#: unknown) was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 10mm amplatzer muscular vsd occluder was selected to close a post-infarct vsd. Following deployment, a tug test was performed and was observed to be in a favorable position. However, due to positioning and imaging limitations, the device embolized out the lvot to the aorta and to the bifurcation of the iliac arteries. The device retrieved with a snare and a 12mm amplatzer muscular vsd occluder (lot#: unknown) was successfully implanted. No patient consequences were reported.